Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a recurring issue with air bubbles in the reservoir. The customer stated that there were air bubbles in the reservoir every day. Blood glucose level at the time of the incident was not provided. The customer stated that the air bubble issue gets worse when he exercises or there is a change in elevation. Customer declined troubleshooting. The reservoir was not replaced or returned for analysis.